Manufacturer narrative:
Philips investigated the complaint. Based on additional information collected, the procedure was completed by moving the patient to another room. A philips field service engineer (fse) inspected the system on site and performed generator tests on both filaments, during which the small filament failed the test. Further troubleshooting was conducted, including an a-grid switch test, which also failed. Based on these findings, the x-ray tube was identified as faulty. The fse replaced the x-ray tube and returned it to philips for further analysis. The analysis confirmed a malfunction of the x-ray tube and identified either a vacuum leak or a blown filament as the cause. Following replacement of the module, the system was returned to use and confirmed to be in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that upon rebooting the system, it gave an alert indicating the generator was starting, preventing a full boot. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.